Event description:
It was reported that during an aterio-venous (av) de-clotting procedure, a balloon detachment occurred. The "high grade" stenotic and non-calcified lesion was located in within an av fistula at the "venous anastomosis and intra-graft stenosis" in the left upper arm. It was noted that the vessel was "c" shaped and approx 6 mm to 8 mm in diameter. Another MFR's 0.035 guide wire was placed and the ultra-thin diamond 8 mm x 8 mm x 75 cm balloon catheter was advanced without difficulty to the lesion. The balloon was inflated 3 times to unspecified atms and maintained for 30 seconds on each inflation. Upon attempting to remove the balloon, "moderate resistance" was encountered and the balloon completely detached from the shaft of the device. The detached balloon remained on the guide wire and was able to be successfully withdrawn through the sheath. A new sheath was inserted and the procedure was successfully completed with another of the same device. The pt's status is reported as "good".